Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failing. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another location, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) and concomitant med prod data (1). A review of the complaint history for sn 17703632 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 17703632 was performed from the date of manufacture, 26-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager failed. The field service engineer re-taped the smart remote manager and successfully tested it in the hardware test application. The client was able to recover the unit successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was failing. The customer stated that this malfunction occurred while dispensing the medication, and they had to access the medications from another location, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.